Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. This was discovered during use. The following information was provided by the initial reporter: material no.: 382512; batch no.: 0016765. It was reported that the needle would not retract.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. This was discovered during use. The following information was provided by the initial reporter: material no.: 382512 batch no.: 0016765. It was reported that the needle would not retract.